Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the denali filter system products that are cleared in the us. The pro code and 510k number for the denali filter system products is identified in d2 and g5. H10: manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: one denali filter, storage tube and touhy-borst adapter and one pusher catheter were returned for evaluation. One kink is noted to the pusher catheter approximately 25.5cm from proximal end of handle; however, the kink will be considered incidental as it was not reported and could have occurred due to shipping. It was noted the pusher wire was detached and not returned. The storage tube had the denali filter within and was received separated from the touhy-borst adapter. The denali filter legs were slightly extending out of the filter storage tube. Skiving was noted to the storage tube. Therefore, the investigation can be confirmed for failure to advance and detached pusher wire based on the returned condition of the device. The definitive root cause could not be determined based upon available information labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: d4 (expiry date: 06/2021). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a deployment of a filter in the right femoral vein, the filter could not be released. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the denali filter system products that are cleared in the us. The pro code and 510k number for the denali filter system products is identified. Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: one denali filter, storage tube and touhy-borst adapter and one pusher catheter were returned for evaluation. One kink is noted to the pusher catheter approximately 25.5cm from proximal end of handle; however, the kink will be considered incidental as it was not reported and could have occurred due to shipping. It was noted the pusher wire was detached and not returned. The storage tube had the denali filter within and was received separated from the touhy-borst adapter. The denali filter legs were slightly extending out of the filter storage tube. Skiving was noted to the storage tube. Therefore, the investigation can be confirmed for failure to advance and detached pusher wire based on the returned condition of the device. The definitive root cause could not be determined based upon available information labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. Expiry date (06/2021).

Event description:
It was reported that during a deployment of a filter in the right femoral vein, the filter could not be released. The procedure was completed using another device. There was no reported patient injury.